Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) had a bad motor. The issue was identified during procedure.there was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) had a bad motor. The issue was identified during procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that no pump malfunction occurred and that the customer complained about the locking pin to place the disposable revolution pump on the drive unit was stuck. The customer decided to not repair the device. Following to the above additional information, reportability decision for this event has been re-evaluated to not reportable event. Indeed, a stuck locking pin can always be detected prior device use on a patient since the revolution is required to be installed on the driver during setup of the circuit. In case of device change out during a support, another drive unit can be easily used if the revolution cannot be removed from the driver. Thus, the reported issue is not likely to result in serious injury and has been re-assessed as not reportable.